Event description:
A talent thoracic stent graft system was implanted in the patient for the endovascular treatment of a 60.9mm thoracic aortic aneurysm. Current vessel morphology was reported as the diameter caudal to the left carotid artery was 30.6mm and the diameter caudal to the left subclavian artery was 36mm. The distal diameter of the proximal aortic neck was 40.3mm and 7mm in length. The current aneurysm size is 68mm. During a follow up visit, the physician identified a type ia endoleak and a type ib. The physician attributed the events due to the conical neck and disease progression. A secondary procedure was performed to resolve the type ia and type ib endoleak. A 46 x 46 x 150 mm valiant stent graft was advanced. It was placed at the level of the left common carotid artery while covering the left subclavian artery. The lsa was snorkeled. The 46 x 42 x 150 mm valiant stent graft was advanced and was overlapped with the first stent graft. Using a 44 x 44 x 100 mm distal bare spring stent graft was advanced overlapping with the prior stents and deployed up to the celiac artery. The intervention was completed successfully and both endoleaks were resolved. No additional clinical sequelae were reported and the patient is doing fine. Investigator indicated that vascular complications (type ia endoleak) not related to the procedure or the study device the review of returned films 3 years post-implant revealed that the stent grafts were implanted from just distal to the lsa, extending distally into the descending thoracic aorta approx 2cm short of the celiac. There is a proximal type I endoleak and a distal type I endoleak. The maximum size taa is 6cm. The stent graft proximal od is approximately 35mm at the level of the lsa, and just proximal to this location the aortic measures 30mm. The most distal stent graft distal od is 45mm, and just distal to the aortic diameter is 36mm. Earlier post-implant films, and films during the intervention to resolve the endoleaks, were not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the patient was admitted with thrombosis and arm swelling related to the secondary procedure. The patient was anticoagulated and discharged a few days later. Investigator assessed this event related to the study device.